Event description:
It was reported that the device had the attached image appears during routine rate check. Mentioned error code: 242.4030 a motor stall error. This can be an ail (air in line) sensor issue or logic board issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.